Event description:
The lay user/patient called lifescan (lfs) in 2007, on behalf of the lay user/patient and reported that his one touch ultra meter was giving him "hi" message. The patient was construing it "hello" and ended up having hyperglycemia. The medical affairs spoke to the patient on the following month, and verified the following information. The patient first received a "hi" message in 2007, at around evening time. The patient developed some symptoms such as, shaky, thirsty, couldn't see, and frequent urination at around the same time. Patient assumed that meter was saying "hello" to him when it was reading "hi". According to the owner's manual, "hi" message will appear when blood glucose level is higher than 600 mg/dl. However, the patient did not realize that his blood sugar is going high and he did no treat himself for two day. The patient administered usual dose of his medication for those two days. Two days later, the patient received a reading of 599 mg/dl on his meter and he realized that his blood sugar is high. He went to see his doctor at around noontime on the same day. His doctor advised him to go to the hospital. At the hospital, he was tested for his blood glucose concentration at lab and received a reading somewhere around 500 mg/dl. He was then admitted to the hospital for three days. His usual readings stay around 150-160 mg/dl when he well maintains on his medication. The customer service advocate (csa) verified that patient is using correct test strips, unit of measurement was set correctly, and testing technique was correct. Patient was not cleaning puncture area correctly. He did not have to control solution to perform control test. Replacement products have been sent to the patient. This complaint is being reported as an adverse event based on the following conclusion: the patient reported that due to his misinterpretation, he couldn't provide proper treatment to himself and suffered hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.